Event description:
It was reported to medtronic minimed that the customer experienced the customer received pump error 23 (post-reset ram crc alarm), the customer received pump error 4 (the motor arm cannot communicate with the main arm.), the customer received pump error 15 (the critical block and inverse critical block did not add to zero.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to successfully clear the alarm and was able to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement and self-test. No unexpected pump error 23/4/15 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 23 alarm found in the pump history file/trace on 07-feb-2025 at 16:14:36. Pump error 4 alarm found in the pump history file/trace on 07-feb-2025 at 17:49:08. Pump error 4 alarm due to hardware error (line number 147 file number 2017). Pump error 15 alarm found in the pump history file/trace on 07-feb-2025 at 17:49:08. Pump error 15 alarm due to software error (line number 442 file number 38). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Pump error 23 alarm not confirmed. Pump error 4 alarm due to hardware error. Pump error 15 alarm due to software error. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.